Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Reportedly, the customer was using fiasp insulin and the pump supplies for 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 200-270 mg/dl.